Manufacturer narrative:
(B)(4). Tg2610/7284621 = UDI:(B)(4). Tg2610/7306588 = UDI:(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. Prior to the device implant, a bypass surgery from the aorta to superior mesenteric artery was performed. The device was implanted with no reported issues, and the celiac artery was intentionally embolized after the device implant. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up showed no issues. The diameter of the aneurysm was 62mm. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed no issues, and that the diameter of the aneurysm shrunk to 44mm. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 52mm. It was unknown if endoleak was present at this point. On (B)(6) 2014, a type ii endoleak of unknown origin was reported. On (B)(6) 2014, an embolization procedure was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm was 52mm. The endoleak reportedly persisted. According to the cro in japan, no further information is available.